Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer and dividers stopped energizing with the output sound still audible and no error messages. The event occurred 20 minutes into a therapeutic kidney transplant procedure. The first device was replaced with a similar device which also stopped energizing after about 10 minutes. A third device was used and it also stopped energizing after 10 minutes. The procedure was completed with a fourth similar device. The procedure had a slight delay to replace the malfunctioning devices. There were no reports of patient harm.